Manufacturer narrative:
This report is submitted on may 08, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Attract to connect conversion was performed on (B)(6) 2017, as elected by the patient.